Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2022 at 00:55:23 that was caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no other adverse alarms. Additional information was received that the mpu did not have a v-lock connector on the ac power cord. There was no available whether the ac power cord came loose at the wall outlet or from the back of the unit. There were no environmental circumstances, like loss of power to the house, that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 13 days of data (23dec2022 ¿ 05jan2023 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on 24dec2022 from 0:55:19 to 0:56:35 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log files. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 24jan2022. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the low flow, no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure.the heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.